Manufacturer narrative:
Visual findings observed the led cover has been pushed down into the unit as it's loose or no longer attached on the upper enclosure. Minor scratches observed on the exterior housing. The battery door is missing. Evaluation found the unit has power with batteries; however, when the unit is set to voice only and voice & tone modes, the pre-recorded voice message will not play ¿ only clicking sounds can be heard due to a defective cob1. Being that the unit has been in use for over 4 years, it is likely normal wear and tear that contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Manufacturer reference file# (B)(4).

Event description:
(B)(6) is reporting an alarm that will not power on. No gtin number provided, troubleshooting guide saved in the temp drive. Customer provided the po# (B)(4).the date the issue was discovered is unknown and no patient incident or injury was reported.